Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this returned.

Event description:
Brush has 2 parts and the bottom part fell off while brushing; brush head broke [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via phone on 11-apr-2017 that while brushing with an oral-b cross action battery operated toothbrush, the bottom part of the oral-b dual action or dual clean brushhead fell off. The consumer described the brush head as having 2 parts, and reported it was a new brush head that had just been placed on the brush. The reporter had previously used this exact version of brush head. No symptoms developed. Received 08-may-2017 follow-up via phone: the consumer reported she did not want to send in her tiny brush head anymore as she knows it was not the manufacturer's problem as to why it broke. No further information was provided